Manufacturer narrative:
Concomitant medical products: ICU medical 5inch extension set. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the maxzero¿ could not be securely tightened to the extension tubing set and unintentionally disconnected and leaked during patient use. The customer further stated that they are experiencing this product issue approximately 2 times per month while involving patient's. The customer further stated that there were no adverse effects caused to any of the patients due to the events.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing sets cannot be securely tightened to the maxzero and is randomly and unexpectedly becoming disconnected.